Manufacturer narrative:
Investigation: this is the first complaint for lot# 7139550 for the same defect or symptom. No issues were documented for batch 7139550. Retain samples were tested. They passed all the testing. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Bd ww medical director has provided the following conclusion: a female patient receiving chemotherapy and also with a concomitant thymoma in her chest experienced chest tightness and fainting after a ns flush. Chest pain and poor circulation are known to be associated with thymomas. The report does not indicate if the line was being flushed after a medication or if it was routine catheter care, which may flush inadequately flushed chemotherapy drugs into the circulation. A ns flush product could also cause some chest sensation if the product was cold and not warmed to body temperature. In the presence of a thymoma which can release vaso-active substances or the possible retention of inadequately flushed chemotherapeutic agents, the use of the flush product being the cause of the symptoms is highly improbable. Product was found to be within specification root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint.

Event description:
It was reported during use of the bd posiflush¿ normal saline syringe ¿breast cancer patient was treated with PICC pipe on (B)(6) 2017 and washed pipe with flush on (B)(6) 2017. Patient experienced transient unconsciousness and had consciousness after 2 minutes with treatment. No other abnormal was found. This patient was treated with flush and no abnormal was found before two times."